Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd plastipack¿ luer slip bulk non sterile syringe was found broken as the syringe's were found "barrel/plunger/tip cracked/damaged". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Four picture samples were received for evaluation by our quality engineer. Upon inspection of the pictures, damage was observed on the tip, barrel, and plunger of the 10ml ls syringes. The syringes were broken and cracked. As a lot number is unknown, a production history review could not be completed. Within the manufacturing line, areas in which the product has the potential to receive damage are protected. Final products in this manufacturing line, and this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The referenced product and the corresponding manufacturing line have been obsolete since (B)(6) 2018. Since lot number is not available the root cause of the alleged defect cannot be determined and it cannot be confirmed if the product resulted damaged in bd facilities or once it was out of our facilities. Since lot number is not available and the root cause cannot be determined, no formal CAPA is required at this time.

Event description:
It was reported that before use a bd plastipack luer slip bulk non sterile syringe was found broken as the syringe's were found "barrel/plunger/tip cracked/damaged". There was no report of exposure, injury or medical intervention needed.